Event description:
Dr (B)(6) reported the pt was positioned prone for and the pt was observed to have developed the following: pt with approx 3 cm x 8 cm reddened areas cross sternum/chest which was tender to palpitation, non-blanchable pod#0. Pod#1 with resolved erythema with continued palpable tenderness, resolution of continuous chest pain. Left orbital abrasion 2cm x 2cm.